Event description:
The customer reported that the front caster on the trolley is broken. The customer did not provide any additional information on the damage. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.